Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2025-16770. It was reported that the patient presented to an implant procedure. During the procedure, the physician had difficulty crossing the tricuspid valve but was able to successfully implant the leadless pacemaker. Post-procedure, the patient presented with low blood pressure and a cardiac echocardiogram was performed, confirming a cardiac tamponade. Pericardiocentesis was performed, and the pericardial effusion was successfully removed. The patient's blood pressure was stabilized, and no further complications were noted. The patient was in stable condition.